Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was unraveled and kinked. The core wire was found to be broken adjacent to the distal weld and the j-bend was opened. Microscopic examination of the broken ends revealed discoloration, necking and plastic deformation. No pieces of wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel or use excessive force. Operational context caused or contributed to this issue. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the msicu. During insertion, when removing the guide wire from the catheter, the physician experienced difficulty and the guide wire unraveled. As a result, the wire and catheter were removed together as one and a new kit was used successfully. The guide wire did not appear to be sheared. There was no delay in treatment and no patient death or complications reported.